Manufacturer narrative:
Philips service replaced flexvision monitor and pc, restoring the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that main screen monitor failed mid-procedure; reboot unsuccessful on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.